Event description:
It was reported that during a photo-selective vaporization of the prostate, while the physician was lasing, the fiber detached after 60,744 joules with 9 minutes of fiber use. The procedure was completed with a second fiber without patient complications.